Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that the revel ventilator unit was giving inaccurate end-tidal volume (vte) in large amounts and registers wrong respiratory rate and deliver low tidal volumes. The issue occurred during patient-use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.